Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. Functional inspection could not be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a broken/separated needle hub was confirmed by visual examination of the returned sample. A portion of the needle hub had separated rest of the assembly. A device history record review was performed, and no relevant findings were identified. A non-conformance request was initiated to further investigate this complaint issue. The failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "at the placement of a cvc, the needle was pulled out of the puncture site at the insertion cone over the inserted seldinger wire. The cone came loose, the rest of the needle remained on the seldinger wire. In a second step the rest of the needle could be removed without any problems. Since the puncture had already been performed, the seldinger wire already in situ did not need to be punctured again. No patient injury occurred." The patient's condition is reported as fine. It was reported there was a delay in treatment.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "at the placement of a cvc, the needle was pulled out of the puncture site at the insertion cone over the inserted seldinger wire. The cone came loose, the rest of the needle remained on the seldinger wire. In a second step the rest of the needle could be removed without any problems. Since the puncture had already been performed, the seldinger wire already in situ did not need to be punctured again. No patient injury occurred." The patient's condition is reported as fine. It was reported there was a delay in treatment.